Manufacturer narrative:
Updated data: b3 (previous date estimated), b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 6 years and 8 months following the valve implant, the patient was hospitalized due to an acute exacerbation of heart failure. Fatigue, shortness of breath, and dyspnea on exertion were present since the summer. Orthopnea and leg swelling also had occurred but in the previous 2 weeks improved with diuretics. The patient appeared euvolemic on exam, was warm and well compensated and in no acute distress (nad). A transthoracic echocardiogram (tte) identified an ejection fraction of 56%. The atrio-ventricular (av) gradients were reported as 80/41, a vmax of 4.48, and a dimensionless index (di) of 0.3. Moderate aortic valvular regurgitation with p1/2t of 158msec. An atrial-septal defect (asd) with left to right shunt. A systolic pulmonary artery pressure (spap) of 94 millimeters of mercury (mm hg) presented. A mobile echodensity in the left ventricular outflow tract (lvot) was noted on the transesophageal echocardiogram (tee). The patient did not tolerate probe the throat. Blood cultures were negative twice and ruled out endocarditis. A left heart catheterization (lhc) noted no coronary artery disease. At some point syncope also occurred. Medication was required which included aspirin, an angiotensin ii receptor blocker (arb), and an intravenous benzodiazepine. The acute episode was reported to have resolved 4 days following onset. Approximately 12 days later, another acute decompensated heart failure episode occurred. The patient presented with worsening exertional shortness of breath. The b-type natriuretic peptide (bnp) was elevated to 997 with a troponin of 129. Of note, the bnp was now reported to have been in the 500 range with the last hospital admission. A chest x-ray revealed worsening pulmonary edema. Intravenous diuretics and oxygen were administered. Hospitalization was prolonged. Six days following this heart failure episode, a transcatheter valve-in-valve procedure occurred. The medtronic valve was revised with a 20 millimeter (mm) non-medtronic transcatheter valve. The patient did well and was discharged the following day. The event was reported as resolved.

Event description:
Additional information received indicated that the troponin dropped to 117. An electrocardiogram (ECG) showed normal sinus rhythm, and a myocardial infarction was ruled out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6. The device code was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six and a half years following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department and was subsequently admitted for evaluation of worsening watery diarrhea. The patient reported shortness of breath. Upon assessment, lower extremity edema and orthopnea were present. A computed tomography of the chest showed bilateral pleural effusions. A transthoracic echocardiogram was performed three days later and showed severe aortic stenosis, moderate paravalvular leak, severe pulmonary hypertension, and moderate mitral regurgitation. The peak gradient was 66 mmhg, the mean gradient was 39 mm hg, and the dimensionless valve index was 0.38. The patient was started on diuretic medication with improved symptoms. The patient was seen by a cardiologist with recommendation to continue medical treatment with beta-blockers and diuretics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six and a half years following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department and was subsequently admitted for evaluation of worsening watery diarrhea. The patient reported shortness of breath. Upon assessment, lower extremity edema and orthopnea were present. A computed tomography of the chest showed bilateral pleural effusions. A transthoracic echocardiogram was performed three days later and showed severe aortic stenosis, moderate paravalvular leak, severe pulmonary hypertension, and moderate mitral regurgitation. The peak gradient was 66 mm hg, the mean gradient was 39 mm hg, and the dimensionless valve index was 0.38. The patient was started on diuretic medication with improved symptoms. The patient was seen by a cardiologist with recommendation to continue medical treatment with beta-blockers and diuretics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 5 years and 11 months following the valve implant, syncope episodes initially developed. Aortic valve imaging and echo density has been present since the valve placement. Therefore, it was reported there was low suspicion for endocarditis and a transesophageal echocardiogram (tee) was deemed unnecessary. The blood culture was negative. As confirmed, the elevated troponin¿s were solely due to the heart failure.

Manufacturer narrative:
Updated data: h6 - annex b, annex c analysis/imaging: transthoracic echocardiogram (tte) from approximately six weeks prior to the valve-in-valve intervention, showed a highly mobile echogenic structure seen in left ventricular outflow tract (lvot). The valve leaflets appeared heavily calcified. The aortic valve (av) mean pressure gradient was 42.12 mmhg, which was consistent with severe aortic stenosis. There was severe central aortic regurgitation. Pressure half-time (pht) was 158 milliseconds and was consistent with severe aortic regurgitation. Posterior mitral valve leaflet appeared thickened with possible mitral annular calcification (mac). Moderate mitral regurgitation, moderate tricuspid regurgitation, severe pulmonary hypertension (tr max pg is 59 mmhg), mild pulmonic regurgitation, an ejection fraction is 55-60% and an atrial septal defect were noted. A color flow jet was seen across atrial septum, that indicated a left-to-right shunt. Post valve-in-valve intervention tte, consisted of suboptimal imaging. A mobile echogenic structure was seen in the lvot. Atrial septal defect was noted and the aortic regurgitation appeared to be resolved. No calcification was seen on prosthetic leaflets. Av mean pressure gradient was 5 mmhg, with mild mitral regurgitation and an ejection fraction is 60%. Investigation: a review of the device history record for the valve with serial number (B)(6), shows that this device met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. The valve remained implanted; therefore, it was not returned to medtronic for analysis. Mild mitral regurgitation. Ejection fraction is 60%. Stenosis is a known potential adverse effect per the device instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction, etc.). Several factors could contribute to the onset and propagation of either failure mechanism (including calcification) such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. In this case, a conclusive cause could not be determined. Paravalvular leak (pvl) and central regurgitation (including mitral) could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the available information, a conclusive cause for the reported events could not be determined. Stenosis may have been a contributing factor. Hypertension is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. However, a conclusive cause could not be determined from available information available. Regurgitation may have been a contributing factor. High gradients could be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). Gradients could be observed despite normal device functionality. Unfortunately, the failure mechanism of the device cannot be established, and the conclusive cause of the reported event cannot be determined. Hypertension may have been a contributing factor. Congestive heart failure is a known potential adverse effect per the device IFU and could be related to several factors (procedure, patient comorbidities, etc.). Several factors could affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. It is likely the patient¿s pre-existing conditions, such as stenosis, paravalvular leak, and central regurgitation contributed to the reported events. The elevated enzyme levels, which are indicative of heart muscle damage, occur as a result of known possible adverse effects per the device IFU. It is likely congestive heart failure and hypertension contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.